Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an infusion set was deployed with the plastic needle guard left in place, preventing insulin delivery. The user administered a manual insulin injection and was instructed to remain off the ilet temporarily before assistance with reconnection using a contact detach infusion set, with elevated readings including 435 mg/dl and alarms such as high glucose and insulin set reminders. Symptoms included hyperglycemia and grogginess consistent with sleepiness or drowsiness. Outcomes included no clinical signs or conditions leading to health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of use procedures. Investigation of this case revealed a usage problem with no device problem found, specifically an improper or incorrect procedure involving the cannula that resulted in failure to follow instructions for infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.